Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 13 bd flu+¿ syringes leaked when drawing up vaccine medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the most worrying aspect is the amount of under dosed vials due to leakage reported from syringe when drawing up." 15 x 8 doses from the first location and they didn¿t change to these until half way through the day only 2 vaccinators were able to draw up the full 9 doses! 13x 8 doses reported in the second location. These are very high numbers.

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2006423. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further examination. The retained samples were evaluated and no signs of leakage were observed.

Event description:
It was reported that 13 bd flu+¿ syringes leaked when drawing up vaccine medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the most worrying aspect is the amount of under dosed vials due to leakage reported from syringe when drawing up." 15 x 8 doses from the first location and they didn¿t change to these until half way through the day¿.. Only 2 vaccinators were able to draw up the full 9 doses! 13x 8 doses reported in the second location. These are very high numbers.